Manufacturer narrative:
(B)(4). Batch # p9257j. Investigation summary: the handpiece was received with the nose cone cracked and separated from the handpiece and the mount was noted to be loose. In addition, the 4-40 stud was not broken as reported. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the reported assembly or disassembly issues could be due to the nose cone cracked. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, two devices were tested for the connection of the cable. Both of them passed the pre-use test. The handle and cable of the first device easily disconnected. When disconnecting the cable of the second device, it broke down. No adverse event occurred.